Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles in the reservoir. The blood glucose level was unknown. The bubbles that customer saw forming in the reservoir 24-48 hours after she has inserted the infusion set. The troubleshooting was not performed for the air bubble anomaly. The product will not be returned for analysis.